Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance. Technical services (ts) suggested reprogramming options and to perform a defibrillation threshold (dft) test. No adverse patient effects were reported. This lead remains in service.